Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, wear abrasion, voids, white particles calcification -like in device outer surface and creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown, "pain/swelling in breast after manual labor," inflammation, and patient concern with the product. Treatment with "minimize over-excursion" occurred. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were capsular contracture, baker grade unknown, pain/swelling in the breast after manual labor, and concern with the product.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown, "pain/swelling in breast after manual labor," inflammation, and patient concern with the product. Treatment with "minimize over-excursion" occurred. Device has been explanted.